Event description:
It was reported that during a trochanteric fixation nail tfn procedure, the helical blade would not go through the nail. The blade was hitting the nail. The surgeon tried a different helical blade, with the same result. The surgeon then used a lag screw in place of the helical blade, and it went through the nail. The lag screw and nail remained implanted and the procedure was completed. This is report 4 of 4 for event# (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Product development event evaluation revealed that the returned parts were assembled with the other instruments and implants to complete the construct and evaluate the complaint condition. The 130 degree aiming arm was mounted on an insertion handle along with a nail. The blade guide sleeve and helical blade inserter from the complaint were then used with a helical blade and it aligned well with the nail and the blade passed easily through the hole. The same was done with the 125 degree aiming arm and a 125 degree nail from the product development set, and the construct aligned as designed and the blade passed cleanly through the hole in the nail. The complaint condition could not be replicated and all parts worked as designed. Placeholder.